Event description:
It was reported that during a orif ankle procedure, while drilling from the fibula to the tibia, the tip of the device broke off, got stuck in the tibia and could not be removed because it was too deep. A second device was used. An attempt was made to get the correct angle and avoid hitting the first one. It also broke and could not be removed because it was too deep. A third drill bit was used to complete the procedure. There was no pt injury. Photographs of two devices with missing tips were received. This report is being filed for the second device. See MFR report 2134070-2013-00246 regarding the first device.

Manufacturer narrative:
The device is a class I exempt device. The device had not been returned to the MFR as of the date of this report. A f/u report will be sent after eval if the device is received.